Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on an unknown date. The customer¿s blood glucose reading was 30 mg/dl. Troubleshooting was declined for the low blood glucose. Customer stated they had low blood glucose and seizure. The insulin pump will not be returned for analysis